Event description:
It was reported to kendall/tyco healthcare on 02/28/2006 that a customer had a problem with the scd compression system. The customer alleges "that the scd response and sleeve combination were causing bruising, specifically 3 areas on the bilateral calves."